Event description:
It was reported during the procedure, the physician found the catheter bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. The 4-lumen cvc will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the catheter body. Visual analysis of the catheter revealed two small kinks located towards the juncture on the catheter body. Microscopic examination confirmed the damage and revealed discoloration at the location of the kinking; however, as the customer makes no mention of this discoloration, it is being assumed this also occurred after the customer handled the sample. A large scratch mark was also observed between the two kinks. It appears that this scratch mark also contributed to the observed kinking. In addition to the damage on the catheter, it was also observed that the dilator tip was split/frayed. The customer was contacted to determine if they were aware of this damage; however, they reiterated that they only observed damage on the catheter body. The kinking on the catheter measured 13mm and 28mm from the juncture hub. The scratch mark measured 10mm-25mm from the juncture hub. The catheter body total length measured 219mm, which is within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.89mm, which is within the specification limits of 2.87mm-2.89mm per the catheter extrusion product drawing. The guide wire returned with the kit was inserted through the catheter body. Little to no resistance was encountered as the guide wire passed completely through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed two kinks on the catheter body located adjacent to the juncture hub. A large scratch mark was also observed between the two kinks. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the procedure, the physician found the catheter bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.